Event description:
It was reported that the device alarmed no cartridge detected. No patient injury was reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The customer's stated problem was verified. The syringe sensor is not functioning properly causing the alarm for no cartridge detected. The root cause of the reported issue was found to be syringe sensor. Actions were taken to mitigate the reported issue: replaced the syringe sensor.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump alarms that no cartridge was detected. There was no reported injury to the patient.